Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify the statement you made regarding "after surgery, found the patient was bleeding". Was the bleeding found within the original surgical procedure as you have stated "intra-op" for when the event occurred? Or was the bleeding discovered after the original surgical procedure? If yes, was the patient taken back for an additional surgical procedure? If yes, when was this re-operation performed? There was no second surgery, for "after surgery" means all the operation was finished, the surgeon checked the anastomotic stoma was bleeding. Did the patient receive any blood products as a result of this event? No

Event description:
It was reported that during the low rectal cancer surgery, after fired, found the tissue oozing, stopped bleeding with compression hemostasis. After surgery, found the patient was bleeding.the surgeon suspect staples malformed after firing. Suture was used to top the bleeding, the patient is stable and left from hospital.